Manufacturer narrative:
Animas rec'd the pump and performed an investigation. An "ezprime" operation was performed with no difficulties noted. Review of the pump's download history revealed no loss of prime warnings associated with an empty cartridge alarms and auto-off alarms; however, there was 1 "no cartridge detected" warning. The pump was exercised for 24 hours with no loss of prime warnings being duplicated. The pump failed the force sensor calibration. The force sensor flex pins were partially dislodged from the pcb sockets. The force sensor also failed resistance specification. In conclusion, an intermittent force sensor connection and high resistance force sensor was found during the investigation.

Event description:
The pump reportedly was displaying many warnings for loss of prime. There was no adverse event associated with this complaint.